Manufacturer narrative:
The reported event of incorrect timestamp was not confirmed. Based on the information provided, it was determined that the diagnostics, episodes, parameters, and histograms are all consistent with each other.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) displayed incorrect date and time at the event recordings due to a diagnostic anomaly. No intervention was performed and the patient had no adverse consequences.